Manufacturer narrative:
Result: the neuron max 088 (neuron 088) proximal shaft was fractured approximately 3.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that while removing the neuron 088 from the packaging, it fractured at the hub. Evaluation of the returned device confirmed the failure mentioned in the complaint. The neuron 088 proximal shaft was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is removed at an angle while force is being applied, it is likely that damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a penumbra system neuron max 088 long sheath. Upon removal from the packaging, the neuron max sheath was found kinked in the proximal shaft and was not used. The procedure continued successfully using a new neuron max sheath.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.